Event description:
It was reported that this right atrial (ra) lead exhibited atrial undersensing of flutter. Boston scientific technical services (ts) suggested lead programing with an in-office visit. This lead remains in service. No adverse patient effects were reported.